Event description:
It was reported that a revision of an open reduction internal fixation was due to a broken nail. The surgeon removed broken and damaged fragments with difficulty and intervention and replaced the broken nail with a blade plate. This is report 1 of 1 for compliant (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis.